Event description:
It was reported after the PICC catheter was implanted for the patient on (B)(6) 2021, the decompression sleeve and the connector connecting tube could not be effectively fixed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed one other similar product complaint(s) from this lot number.